Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the remote control buttons cracked, the objective lens dusty, the angle wire hard to move, the operation channel (primary) resistance, the suction channel kink, the angle wire grinding, the ccd module with drive pcb shadow in image, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.